Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cat, serial#: unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug (asked, unk n/a at asked, unk n/a) via an implantable pump for unknown indications for use. It was reported that a catheter revision was performed today (unknown date). They did a dye study last week and found that there was a break in the catheter where the connector piece was. The company representative (rep) wanted to know what to do with the 8596-connector pin and the two suture sleeves. The technician service (ts) reviewed how to use the sleeves. No further information.